Manufacturer narrative:
Additional information was received that the patient required an increased length of hospital stay for 2 weeks to complete the treatment course as the ambulatory pump for medication delivery could no longer be used due to the leaking. Drug wastage also occurred on at least one occasion when the bag had to be changed 24hrs before a planned bag change due to the leak. There was no patient injury.

Manufacturer narrative:
Other, other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the administration set used to infuse blinatumomab was noted to be leaking from the filter. .no adverse patient effects were reported by the customer.

Manufacturer narrative:
Email address: (B)(6)., corrected data: h10: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture